Manufacturer narrative:
No parts have been returned for analysis. Information references the main component of the system. Other relevant device(s) are: product ID: bi40000026r, serial/lot #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported outside of a procedure that there was an artifacts in the 2d image. This was found during a planned maintenance (pm). The next step was to replace the detector after getting approval from the site. No patient was present at the time of the event. The cause of the issue was suspected to be an issue with the detector the artifacts were visible in 2d, they do not disappear when doing new 2d before or after reboot.